Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a few months ago that the hearing performance with the device had decreased.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing sufficient benefit to the recipient due to a post-operative active electrode migration further out of cochlea, as confirmed on the device explantation report form. The electrode lead was found extruded into the external ear canal. There was also bone growth found over the implant housing. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.